Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented for an unrelated procedure. Loss of ventricular capture was noted post procedure while in recovery. Physician suspected insulation issue to be the cause of the issue. The lead was capped on (B)(6) 2019 and a new lead was implanted. No patient consequences reported.